Event description:
It was reported that the right ventricular lead was fractured. The lead had high impedance, high thresholds and no capture. During the extraction of the lead, the patient's superior vena cava (svc) was torn; the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).